Event description:
It was reported that a patient's right atrial lead exhibited lead noise and low pacing impedance. The noise resulted in oversensing. The physician will continue to monitor the patient, who is stable.